Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue of intermittent power output was confirmed. The device upon testing found a faulty ID board (drain current). In addition, data log review observed an error 46 ten times recorded in fault log. The device was placed for repair. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited intermittent output using cut function. The issue verified while testing at 180 setting. There was no patient involvement on the reported event. No user harm or injury was reported

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The serial number indicated that the life of device is approximately 5 years per usage calculations. This is normal for components to fail over time as the device ages. Olympus will continue to monitor complaints for this device.